Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s928u1ues4aya1. Smartphone hardware: sm-s928u1. Cgm sensor type: g7.

Event description:
It was reported that the patient went to the hospital due to hyperglycemia on (B)(6) 2025. The patient's blood glucose level was greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptoms reported include headache, thirst and nausea. It was noted that the pod generated an alarm during operation. The patient stated receiving a shot of insulin as treatment for their hyperglycemia. The patient was discharged after an hour.